Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced frequent urination and self treated with dates, and insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 2.9 mmol/l was compared to a reading of 19.5 mmol/l obtained on an unspecified blood glucose monitoring device. The length of sensor wear was 8 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.